Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue, but ultimately reverted to an alternate form of insulin therapy. There was no reported adverse impact.